Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 700 mg/dl. Customer currently in the hospital due to diabetic ketoacidosis. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. Customer stated that insulin pump was received displayable history crc check failed on startup alarm. Customer reported they were able to clear the alarm. Customer able to complete rewind. The insulin pump will not be returned for analysis.